Event description:
1. Describe the event: the initial reporter complained of a discrepant low result for 1 patient tested for elecsys tsh on a cobas 8000 e 801 module and 1 patient tested on a cobas 8000 e 602 module. 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
For one of the events: 1. Summary of investigation results: the investigation could not identify a product problem. The cause of the event could not be determined. 2. Summary of follow up/corrective actions taken: the issue was resolved after the replacement of the reagent pack. For one of the events: 1. Summary of investigation results: the investigation determined the event was consistent with sample pipetting issues, however, based on the limited information provided, the specific cause of the event could not be determined. 2. Summary of follow up/corrective actions taken: calibration was acceptable. The customer did not provide any additional information. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Manufacturer narrative:
Medwatch exemption number field was updated to vmsr.